Event description:
Patient arrived with diagnosis of acute right mca stroke for cerebral angiogram and mechanical thrombectomy. Right groin complication observed post procedure in that the perclose failed. Hematoma noted, 12cm x 14cm. Patient's blood pressure elevated to sustain cerebral perfusion. An 8 fr sheath placed by physician and sutured in place. Ref MFR# 2024168-2017-01169.